Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that a nurse observed a "puddle (of fluid) under the (pole) stand" where the device was mounted. The customer stated that no one visually observed a free flow event but would like the manufacturer to evaluate the device for "possible free flow when paused." Per report, the biomed tested the device and "did not observe any issues when paused or otherwise." There was no patient involvement.

Event description:
It was reported that a nurse observed a puddle (of fluid) under the (pole) stand where the device was mounted. The customer stated that no one visually observed a free flow event but would like the manufacturer to evaluate the device for possible free flow when paused. Per report, the biomed tested the device and did not observe any issues when paused or otherwise. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16, additional information: concomitant med prod data, annex a: a1801, annex b: b01, annex c: c23, annex d: c11, annex g: g02017. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the device had a free flow was not confirmed or replicated during the investigation. The returned device was fully evaluated, and no anomalies were observed during laboratory testing. Rate accuracy and unregulated flow testing was performed on the suspect pump module. The device was found to be delivering fluid in specification with no signs of unregulated flow being observed. The device passed the occluder spring functional testing process. A review of the error logs showed no errors or malfunctions relevant to the facility¿s complaint. Based on the review of the pump module event log retrieved, on march 13, 2025, at the time of 9:48 am the pump module was powered on and attached to the pcu s/n: (B)(6). An infusion was programmed with a rate of 500 ml/hr and a vtbi of 20ml. At 9:50 am, the infusion was paused, then was started again. From 9:51 am to 9:54 am, pump module was selected and the infusion started again. At 9:55 am, the kvo started, and an infusion was programmed with a rate of 500 ml/h and a vtbi of 500 ml. From 9:56 am to 10:02 am, pump module was selected and the infusion started again. At 10:05 am, the infusion was paused. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pump module event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, alaris system user manual (v12.1.2), it states within warnings and cautions ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer this report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.